Event description:
It was reported on november 6, 1998, that during a polypectomy procedure, a snare wire broke inside the patient. The snare wire loop was retrieved and there was no injury to the patient. Product was returned for the co's. Evaluation. The evaluation revealed that the snare loop was detached from the device's inner cable. The cause of the event could not be determined.